Manufacturer narrative:
The investigator considered the event of cerebral edema (meddra preferred term: brain oedema), grade 3/severe in intensity, as probably related to pembrolizumab or placebo, possibly related to study device, possibly related to temozolomide and not related to study procedure. In the opinion of investigator, the event was related to radiation therapy. Additionally, per the investigator, the event was related to study device as optune could potentiate immune system/response and increase cerebral edema, related to pembrolizumab or placebo as cerebral edema is known side effect and related to temozolomide as the event could be potential side effect of temozolomide. The sponsor assessed the event as not related to pembrolizumab or placebo, not related to the study device, not related to temozolomide, and not related to study procedure. Several confounding factors were identified, including the underlying disease of glioblastoma, prior history of cerebral oedema, recent radiation therapy, progressive neurological decline, chronic corticosteroid use, metabolic comorbidities, and recent cytopenias and infections. These factors provide a plausible explanation for the worsening of cerebral oedema. Currently, there is limited information to support positive causality to the study drug. The sponsor awaits further information and will perform a reassessment upon review of follow-up information. Note: as this is a clinical patient, no information can be provided about the device used (device ID, UDI in section d.4 and manufacturer date in section h4.).

Event description:
A 74-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025, as part of f the protocol ef-41/ keynote d-58: "a phase 3, randomized, double-blind, placebo- controlled study of optune® (ttfields, 200 khz) concomitant with maintenance temozolomide and pembrolizumab versus optune® concomitant with maintenance temozolomide and placebo for the treatment of newly diagnosed glioblastoma. " while enrolled, the patient experienced the serious adverse event of cerebral oedema which required hospitalization. On october 16, the subject was randomized into the study. On (B)(6) 2025, the subject was seen in clinic and elected to discontinue pembrolizumab/placebo. The subject experienced worsening mobility and neurocognitive status for at least one week prior to presentation. Oral dexamethasone was increased, but there was no improvement in symptoms. On the same day, the subject discontinued active participation from the study due to first disease progression. The last dose of temozolomide (tmz) had been administered on (B)(6) 2025, the subject was due for cycle 2 on (B)(6) 2025, but treatment was held due to severe fatigue. By that time, the subject had become essentially immobile and was unable to be cared at home. On (B)(6) 2025, the subject presented to the emergency department. At the end of the business day, the workup and plan for admission were still pending, so the event was not reported immediately. On (B)(6) 2025, the initial labs showed elevated lactate but no other signs of infection; lactate improved after intravenous fluids. Brain MRI and CT revealed increased cerebral edema without acute changes, bleeding, or evidence of disease progression. Dexamethasone was increased to 6 mg every 6 hours. Treatment for the event included: dexamethasone (6mg/every 6 hours, on (B)(6) 2025) and avastin (on (B)(6) 2025). On (B)(6) 2025, treatment with temozolomide was temporarily interrupted and treatment with the pembrolizumab/ placebo was permanently discontinued. No action was taken with the study device. The event did not subside after interruption of temozolomide. The event did not subside after discontinuation of pembrolizumab/placebo. On (B)(6) 2025, the event was resolved, and the subject was discharged from the hospital on the same day. Initial information was received on (B)(6) 2025. Follow-up information was received on (B)(6) 2025.